Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user was hospitalized on (B)(6) 2025. According to the user, they got surgery related to a sepsis. At the time of the call, the user was feeling better and recovering. The user didn't receive a low/high glucose alert at the time of event because the sg never went past the alert level. The user didn't indicate what treatment was received at the hospital. The user didn't mention which medication was prescribed. The user's hcp was aware of the event. Per dms, user is not using the system since on (B)(6) 2026 related to firmware upgrade.

Manufacturer narrative:
User reported undergoing a hip surgery due to a sepsis that required hospitalization. The event was not related to diabetes or use of eversense 365 cgm system, thus did not require further investigation. At the time of call, user reported they were feeling better and recovering.